Manufacturer narrative:
(B)(4).

Event description:
It was reported that on the internet people posted that their pain pump batteries were working intermittently. The battery stopped, like paused, and they were not getting their medicine and then they would get it again; it went back and forth. Additional information has been requested, but it was not available as of the date of this report.